Event description:
Customer alleges scooter accelerated on its own causing him to crash into a garage.

Manufacturer narrative:
Although there was evidence of an impact on the front bumper, the scooter never accelerated on its own during an extensive test ride. As the evaluator could not duplicate the scooter accelerating on its own, the nature of the alleged event is unknown.

Event description:
Customer alleges scooter accelerated on its own causing him to crash into a garage.

Manufacturer narrative:
The device is not available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.